Manufacturer narrative:
(B)(4). Attempts to obtain the following information has been performed and the following was received. If the further details are received at a later date a supplemental medwatch will be sent. What was used to complete the procedure? No further information is available. Was the surgery completed successfully? No further information is available. Did the nurse compare the suture with the template in the package? No further information is available. No further information will be provided. To date the device has not been received. If the further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent a vaginal delivery on an unknown date and suture was used. The suture was broken on the middle of the suture during suturing for perineal tear. A nurse commented that the suture was thinner than usual. The product involved was discarded. The lot number is unknown. Further details are not provided . No sample will be returned. There were no adverse consequences to the patient.